Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Dianeal and extraneal therapies were ongoing. The patient was not retrained on aseptic technique. No additional information is available.